Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding an unknown patient. It was reported that the patient's pump had been empty for an extended amount of time. The hcp reported that they would fill the pump with saline. No symptoms were reported. No further complications were anticipated/reported.